Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, at the first firing, the powered stapler and the first reload were used and an abnormal noise was heard and the device was unable to be fired. A new cartridge was used with a manual stapler, and firing was performed. The manual stapler and the second reload were used, an abnormal noise was heard at the time of firing and the device was unable to be fired. The firing was performed with a new cartridge. The sales rep connected the cartridges to the powered handle at the site to check cartridge status. The first reload was displayed as fired. The second reload was displayed as not fired. There was no patient injury.